Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently this device was explanted and replaced. No additional advent patient effect were reported.